Event description:
The manufacturer received information alleging a ventilator service required alarm occurred during use on a patient. The device was replaced by another. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender board needs was replaced to address the issue.